Event description:
Review of the patient's magnet history revealed that it appears that there were magnet activations as reported. These were likely unintentional as reported due to a magnet in the proximity of the generator as a result of either the vns magnets or environmental factors as indicated in company labeling. No additional relevant information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s device was checked on (B)(6) 2015 and was found to be at unusually low battery life (approximately 25%) after recent generator replacement on (B)(6) 2015. It was reported that the battery life appeared normal for the first few dosing appointments. After the auto-stimulation was turned on, they noticed severe depletion. Auto-stimulation was turned on (B)(6) 2015, and 100% battery life was noted at that time. He reported that the patient has not received any electric shocks and electro-cautery was reportedly not used around the device during surgery. The vns company representative also noted that there was several unintentional magnet activations at night time, and approximately 50 auto-stimulations were noted. Diagnostics were okay with lead impedance of 1377 ohms. The patient had not undergone any electric shocks nor was electro-cautery reported to be a factor. The patient¿s device was checked again on (B)(6) 2015, and the battery status rebounded back up to 100%. Review of programming history shows data from (B)(6) 2015. The available data was decoded to observe battery voltage and percent consumption. Based on the available programming history, the cause for the 25% battery status indication appears to be an increased duration of the high battery impedance experienced by cfx batteries during the beginning of life.